Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of unknown mg/dl. The customer's current blood glucose is 152 mg/dl. The customer did not experience any symptoms. The customer was treated by insulin drip. The customer was in emergency room. The customer report did not allege under delivery on insulin pump. The insulin pump will not be returned for analysis.